Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-18546; manufacturer report number: 2017865-2019-18547. It was reported that the patient presented with an infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2019. The implantable cardioverter defibrillator, left ventricular lead, and right ventricular lead was explanted and replaced. There were no consequences to the patient.